Event description:
It has been reported that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting determined that the wireless footswitch failed during the implementation of (B)(4). The fse replaced the wireless footswitch and base station. After these replacements, the system was returned to use in good working order. The wireless footswitch was returned for analysis and analysis found no failures with the footswitch. The base station was lost at the customer's site and could not be analyzed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.